Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned and there were traces of dried body fluid/blood in the lumen as it is an open tip lead. The allegation of a guidewire insertion issue was not confirmed. Testing was able to pass a wire from the terminal end to the lead tip without any issue.

Event description:
It was reported that during an implant procedure, a guidewire was unable to pass successfully through this left ventricular (lv) lead. The lv lead was washed but the guidewire was still met with resistance halfway through the lv lead. The lv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.